Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. I h11 additional narrative: added: d4 (expiry date). Corrected: d4 primary UDI number. H6: component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part#: 04.211.018ts-15, lot#: 325l257, manufacturing site: früh verpackungstechnik ag, release to warehouse date: 17 jul 2024, expiration date: 01 jul 2029, supplier: (B)(4) . A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Non-sterile part#: 04.211.018-15, non-sterile lot#: 24543p5, manufacturing site: werk selzach logistik, release to warehouse date: 25 jun 2024, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif (open reduction internal fixation) surgery for distal humerus fractures with the va locking screw. The surgeon performed drilling using a drill sleeve and attempted to insert the va locking screw but was unable to lock it due to the metal threads that had been generated. The surgery was completed successfully with the use of an alternative. There were 30 minutes of surgical delay. The surgeon confirmed by x-ray that there were no pieces left in the patient's body. The patient outcome was reported to be stable, and no additional intervention was required.